Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar plus c-flex device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, inflammatory response and reduced cardiopulmonary reserve. The patient has also allegations of enlarged lymph node in lungs, lung scar and blood clot in lungs. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar plus c-flex device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, inflammatory response and reduced cardiopulmonary reserve. The patient has also allegations of enlarged lymph node in lungs, lung scar and blood clot in lungs. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.